Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set leaked blood from the injection site and tubing. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was received for evaluation. Visual inspection revealed that the injection site had separated from the female luer lock adapter. The male luer of the injection site was broken and remained bonded in the female luer lock adapter. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.